Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose reaching 285 mg/dl and initially trending down after a smaller than usual meal announcement was given the prior evening; troubleshooting and education were provided by customer care. Investigation of this case revealed that the event corresponded to user meal announcement differing from usual practice, with glucose subsequently trending toward range. No symptoms associated with elevated blood glucose. Outcomes included temporary elevation of blood glucose without hospitalization or medical intervention. It was concluded that the hyperglycemia had an unclear root cause but was plausibly related to the lower than usual meal announcement with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.